Manufacturer narrative:
During the investigation of this complaint it was determined that this event is not a device failure of the ovation limb stent and therefore, a complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that thrombosis and occlusion event of the non endologix right superficial artery stent was confirmed. This is consistent with the reported adverse event/incident. Additionally, the clinical evaluation shows that this event is not a device failure of the ovation limb stent, rather the right superficial femoral artery stent was in place prior to the evar for peripheral vascular disease. The final patient status was discharged home on the fifth post operative day.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). It should be noted that this patient has known pvd (peripheral vascular disease). At the time of the initial procedure the aaa was sealed and there was no flow limiting issues in the common/external iliac arteries. It should also be noted that there were unsuccessful attempts in placing perclose (non-endologix) closure devices pre-case, and the physician decided to use single perclose on both groins. It was reported that two (2) days after the initial procedure the patient had acute rle (right lower extremity) issue. The physician elected to perform additional surgery to repair. The patient's status was not reported. Additional information: during the clinical assessment it was found that this event is not a device failure of the ovation limb stent, rather the right superficial femoral artery stent was in place prior to the evar for peripheral vascular disease.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). It should be noted that this patient has known pvd (peripheral vascular disease). At the time of the initial procedure the aaa was sealed and there was no flow limiting issues in the common/external iliac arteries. It should also be noted that there were unsuccessful attempts in placing perclose (non-endologix) closure devices pre-case, and the physician decided to use single perclose on both groins. It was reported that two (2) days after the initial procedure the patient had acute rle (right lower extremity) issue. The physician elected to perform additional surgery to repair. The patient's status was not reported.